Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope was dirty with biological contamination inside of it that could not be removed. The issue was found during reprocessing. There were no reports of patient harm.